Event description:
It was reported that during a port placement procedure via internal jugular vein, the guidewire was allegedly could not pull it back since it was curled and knotted. It was further reported that there was some interventions needed to cut the adjacent tissues to retract the guidewire. The procedure was completed with another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos/images were provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the internal jugular vein, the guidewire was allegedly could not pulled back since it was allegedly curled and knotted. It was further reported that there was some interventions needed to cut the adjacent tissues to retract the guidewire. The procedure was completed with another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three photos and three images were provided for review. The photo shows near the distal tip of guidewire a knot was noted. The images show a knot at the tip of the wire. Therefore, the investigation is confirmed for the reported material twisted or bent issues. However, the investigation is inconclusive for the reported entrapment of device and device difficult to remove as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: b5, d4 (unique identifier (UDI) #), h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.